Manufacturer narrative:
Prismaflex st100 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture observed the reported leak at the level of the drain bag's stopcock. The reported condition was verified. The cause was determined to be user error of reusing the effluent bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The prismaflex st100 set and all the accessories provided within the set, including the drain bag, is a single use product. This means that once used, the product must not be reused and should be discarded. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex st100, the effluent bag was observed to be leaking at the level of the drain bag¿s stopcock. It was reported that the effluent bag was reused. There was no patient injury or medical intervention associated with this event. No additional information is available.